Event description:
The event occurred in (B)(6). Currently, the catheter is approved in (B)(6) to be used for infusion of diagnostics or therapeutic agents. Catheter was used to treat pulmonary embolism. However, the product is not indicated for that use; the product is indicated for the removal and break -up of soft emboli and thrombi from the peripheral vasculature. The device failed after the physician used the catheter to deliver contrast media pressurized at 800psi. The device was removed and a secondary unit was used to deliver contrast media pressurized at 600psi with no issues or problems.